Manufacturer narrative:
Device manufacturer dates: monitor assembly 2002. Monitor assembly 2004. Modem 2007. Model 2007. Battery pack 2007. Device evaluations of monitor assembly, monitor assembly model, battery pack, battery pack, battery pack, and battery pack. The reported problem was confirmed. Monitor would not start and drew excessive current. The cause of this problem was determined that the u31 component was defective. This monitor was repaired, retested and then put back into stock. Monitor also had a u31 defect. The u31 component is pld devices that help send and receive signals from the modem among other functions. This monitor was repaired, retested and then put back into stock. Modem was found to be drawing excessive current. Also, the modem had two defective diodes. The modem was scrapped since it probably caused the damage to the two monitors. Battery packs were tested and found to be fully operational. They were returned to stock. Battery pack was found to have a damaged connector pin. This was repaired. The battery was tested and returned back to stock. Battery pack was received with the cells discharged the cells were recharged to 12v. The battery was tested and returned to stock. The root cause of the monitors not turning on was due damage caused by the modem. A power surge or lighting strike to the modem probably damaged it. The monitor in turn probably discharged the cells in the faulty battery pack. No adverse event resulted from the faulty modem or monitors. The patient received a replacement monitor, battery charger and two battery packs after the initial complaint that the monitor would not turn on. Once a second monitor had a similar problem the entire system was replaced.

Event description:
A lifecor territory manager called customer support to report that when he attempted to download a male patient's data the monitor screen went blank and would not turn back on. He tried a second monitor and after download again the monitor went blank and would not turn back on. Territory manager replaced the monitor, modem and battery packs.